Manufacturer narrative:
A ge service representative performed an onsite investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a cine not available error message. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with this event.